Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal planned for (B)(6) 2017). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 17-nov-2017: this case is duplicate of case: (B)(4). All source document information, reporters and reference section from this case was added to case: (B)(4). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal planned for (B)(6) 2017). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-dec-2019: this case is duplicate of case: (B)(4). All source document information, reporters and reference section from this case was added to case: (B)(4). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient will be treated with surgery (essure removal planned for (B)(6) 2017). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.